Event description:
After purchasing a (B)(6) e fit watch I have noticed a rash developing which was causing irritation and discomfort. I have had the device or 18 months but ii notice the problem earlier this year. The problem had kept developing even after cleaning rubber strap and dressing the affected area. It made no difference and still it was still a problem. I have placed complaint with (B)(6) and response so far is unsatisfactory. I was under the impression that rubber was hypoallergenic? But they informed me that the strap may contain nickel. It's been over 3 weeks since I stopped wearing device and still have damaged skin, discomfort and irritation. My initial thoughts that the electronic components was omitting harmful radiation (type) symptoms. It is a concern and would like an investigation into its flaws. If there is anything you can assist with my complaint it would be appreciated. FDA safety report ID # (B)(4).